Event description:
It was reported that the customer had an unable to exit training mode due to bad battery alarm on the insulin pump. Customer replaced the battery after the alarm. Customer set the date/time and was able to give a bolus. Bolus was seen in the history. The issue occurred on (B)(6) and pump was in use until then. Sales representative also noticed the alarm. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).